Event description:
It was reported that the pt experienced elevated blood glucose levels. It was also reported that there was an insulin leak in the connection between the pump cartridge and infusion set tubing.

Manufacturer narrative:
The cartridge in use at the time of the event was expired. The cartridge has not been returned to animas for eval. An eval of a retained cartridge sample from the same mfg lot has been initiated but has not been completed. No conclusions can be made at this time.